Event description:
The customer reported the battery is not working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery is not working. There was no reported pt involvement. The philips field service engineer evaluated the device and found the device failed to shock. The issue was isolated to the battery. Note the battery was 6 yrs old. The philips field service engineer replaced the battery which resolved the issue. The device passed all performance assurance testing and was placed back into service. We will consider this a malfunction of the battery where the device failed to shock. See scanned page.